Event description:
N/a.

Manufacturer narrative:
The rods were returned for visual and functional testing. X-ray images of the rods revealed that both had a broken radial bearing, broken cage and the inner/outer races were misaligned. Functional testing was performed and the rods were unable to distract or retract with the electronic remote controller (erc) and manual distractor. Sectioning of the rods confirmed that the radial ball bearings were broken. In addition, the sectioning of the rods revealed hardened debris was buildup. The root cause if the reported event was unable to be determined. A device history review (DHR) was performed on both rods lot number a170214-19 and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on an unknown date. As per the reporter, the rod locked in-situ. No patient injury was reported.